Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the anchor inserter snapped at the anchor end above the laser mark. The piece broke off in the patient, but was removed. There was a thirty-five minute delay in the procedure. Additional information received indicated that the broken inserter pieces were removed using surgical pliers, and hemostat; the implant stayed and was used to complete the procedure. A back-up device was not needed; however, they had to change from arthroscopic to open. The bone quality of the patient was noted to be good. The patient was noted to be fine with a larger incision than anticipated.